Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 536 mg/dl at time of incident. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir only (transfer guard not returned).using a new lab transfer guard performed pre-fill reservoir test per dop114-811 and es9041. Found reservoir no leakage and no air bubbles anomalies when removing the plunger, performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger.